Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number; 3005168196-2017-00023. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod4s. During the procedure, the physician successfully deployed and detached a ruby coil in the target vessel through a non-penumbra microcatheter. The physician then attempted to advance a pod4 through the microcatheter and experienced resistance; therefore, the pod4 was removed since it could not fully advance out of the microcatheter. Next, the physician attempted to use a new pod4; however, resistance was experienced again while advancing the new pod4 and it was unable to advance . Therefore, the pod4 was removed and the procedure was completed using a ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush; however, the physician did flush in between each coil advancement. There was no report of an adverse effect to the patient.